Manufacturer narrative:
It was reported that the patient expired post tavr procedure. The device was not returned for device evaluation. Evaluation was unable to be performed as the device was not returned or is unable to be recovered. Engineering evaluation was unable to be performed as the device was not returned. He sensor was scrapped into mrb lost. Pt family stated that the device was lost when the paramedics picked up the patient. No images have been provided by the patient to corroborate the allegation. There is no evidence that the sensor contributed to patient expiry.

Event description:
On (B)(6) 2024 the patient began mcot monitoring. It was reported on (B)(6) 2024 that on (B)(6) 2024 the patient passed away and the sensor was lost by ems. The exact cause of death is unknown. It is known that the patient's husband found her, and CPR was performed. Earlier in the week on an unknown date the patient had a transcatheter aortic valve replacement (tavr) procedure and sometime post tavr procedure the patient experienced heartblock. It is unknown if the patient had history of heartblock prior to the tavr procedure. Outside of the tavr procedure the patient's medical history is unknown.